Manufacturer narrative:
The electronic logfile was available for investigation. The case in question was started at 12:56 using man/spont and continued from 12:59 in pressure support mode. At 13:24 the ventilator detected an unexpected motor position and forced an autonomous shutdown to safety mode. The ventilation mode was automatically changed to man/spont while the appropriate ventilator fail alarm was given. Manual ventilation, freshgas delivery, agent dosage and monitoring were still available. The case was continued using man/spont until 13:34 when the device was set to standby. The investigation of the returned motor revealed that a partially interrupted electrical contact between the collector disc and the carbon brushes was the root cause for the reported event. Due to the age of the motor and the number of operating hours, this was assessed to be wear and tear. Lf a motor is running unsteadily due to wear and tear after many operating hours this will normally be detected during service or pre use check (motor doesn't start). Compared to an installed base of more than 40.000 devices the reported motor failure during use is a considered a rare case.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the primus ventilator stopped ventilating while being used on a patient. There was no patient injury reported.